Manufacturer narrative:
The customer complaint could not be confirmed. Recertification testing was performed and the unit passed. Rotor cycle timing and accuracy were checked per procedure and were within specification. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit failed the accuracy test. Per additional information received from the customer the rate was set to 75ml / hr and after 30 minutes 43 ml had been delivered. The pump was over delivering outside accuracy limits. There was no patient involved.